Manufacturer narrative:
Terumo did receive the actual device and further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, during prime, the tubing disconnected from the venous reservoir outlet. The product was not changed out, there was 1000 ml blood loss, and surgery was completed successfully. The event did cause a 2 minute delay in surgical procedure. Two units of red blood red cell transfusion were required to prevent injury. There was no visible harm to the pt.